Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the atrial lead was removed due to capture anomaly. No further information is available.

Manufacturer narrative:
Supplement MDR is needed to the first notification date, which was june 27, 2017.

Event description:
New information received states that the atrial lead capture anomaly was first discovered in clinic and patient was stable after the prrocedure. Also, the first notification date was june 27, 2017.